Manufacturer narrative:
D4 & h4: serial number and manufacturer date not available. Upon investigation of the actual device of this incident, the technical support specialist tss remoted into the server and found that the user ID provided by the customer was inaccurate. The tss emailed the customer requesting more details, but the customer did not respond, so the tss closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer was unable to log in to the server and requested that the server password be reset. The customer also provided the user ID: (B)(6) and requested that the issue be resolved as soon as possible. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.